Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications with one cartridge. Reportedly, the cartridge was filled with 120 units of insulin. Reportedly, due to the customer using manual injections for insulin delivery during the weekend, the customer experienced an elevated blood glucose (bg) level of 255 mg/dl. The customer delivered a correction bolus to address the bg level. The customer loaded a new cartridge successfully.